Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a patient, via the arthrex website, that the patient had undergone a procedure on (B)(6) 2012. The patient had torn his hamstring off the pelvic bone and the surgeon reattached it using two arthrex anchors, ar-1928snf-2 (lot 388266). Patient states he may have developed an allergy to the metal. Patient has requested material composition of the anchors and has also requested the type of head that would be on the anchor and what instrument his current orthopedic surgeon will need to remove the anchors. The requested information will be provided to the patient. The part and lot number provided by the patient are not a valid match. Additional information has been requested from the patient. Additional information obtained 2/15/19: per the surgery implant log, the two devices implanted during the (B)(6) 2012 procedure were: ar-1928snf-2, lot 433344, corkscrew ft ii suture anchor. Ar-18928sf-2, lot 388268, suture anchor, corkscrew, ft ii 5.5mm. The (B)(6) 2012 procedure was a left hamstring tendon repair. The patient's symptoms include pain in pelvic bone and entire leg, tenderness and swelling in entire hip and leg. The symptoms began a few months after surgery when it was noticed the patient still had swelling which had not dissipated. Over time discomfort started with tingling in the leg and through the years the pain and swelling has in creased with constant discomfort in the hip bone. Patient has been treated with physical therapy and drugs. Patient does not have a current orthopedic surgeon but is seeking one who can remove the anchors.